Event description:
Reporter called stating that the implanted lens in her left eye has not worked since she got it ((B)(6) 2023). It has caused problems since first having it implanted and continues to cause problems which include: not being able to drive, having to use a walker for balance issues caused by the failed lens, blurred vision, recurring left eye infection and sensitivity to light. Reporter says that she has been trying to get help to resolve her eye issues from her medical provider as well as from johnson & johnson but neither seem to want to help and she is frustrated and does not know what to do.